Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. The device was installed on (B)(6) 2016 and the patient could not take a bath up until last week. The patient stated that when they got into the bath tub the device shocked them. The patient was not currently experiencing shocking and it only happened when they got into the bath tub and their stomach ¿kind of sucks in.¿ it was stated that this occurred last week but the patient then confirmed that this occurred in (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.